Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while fst was already servicing unit the cardiosave intra-aortic balloon pump (iabp) has an autofill issues. There was no patient involvement reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has autofill issues. A getinge field service engineer (fse) swapped top shelf of rescue. Noticed pinched fber optic cable, replaced cable. Cardiosave has autofll issues. Reworked cables that goes from drive manifold to main mother board on cardiosave. Return to clinical service. No patient involvement.